Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device is not staying connected to other devices and leaking. The system that was made to be closed, is being opened (needing to daily change from parenteral equip).

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device is not staying connected to other devices and leaking. The system that was made to be closed, is being opened (needing to daily change from parenteral equip).